Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial channel. Due to this, brady pacing was inappropriately delivered during the stored ventricular episode. Additionally, an ongoing ventricular tachycardia episode was observed in which anti-tachycardia pacing (atp) was successfully delivered and slowed down the ventricular rate. Unfortunately, due to current device programmed settings the ventricular rate remained below ventricular tachycardia therapy, therefore the patient did not receive any additional atp or shock therapy. It was noted that the patient's ventricular tachycardia lasted approximately twenty minutes, which resulted in the patient receiving an external shock. The external shock successfully converted the patient ventricular arrythmia. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.